Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One photo of 1ml luer-lok syringes was provided to our quality team for investigation. Upon photo evaluation, it was observed that brownish discoloration present on the collar of the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4122412. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309628 batch#: 4122412 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Contaminated syringes.